Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated and was hospitalized for diabetic ketoacidosis (dka). The customer reverted to a non-tandem pump for insulin therapy as the tandem pump was "too complicated". The contact had no further information regarding the event. Although multiple attempts were made for additional information, the customer did not reply.